Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6). Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited far r-wave over-sensing. No intervention was performed. Patient condition was stable.